Event description:
It is reported that post-op, there is a potential fracture of the hinge post of the rotating hinge knee articular surface. Hinge post appears to be broken by view of x-rays. Revision is not scheduled yet. Hyperextension did not lead to dislocation and there is no patient harm. The patient is currently in a brace.

Manufacturer narrative:
Evaluation summary: pictures of 8-week post-op x-ray indicate the deformation damage to hinge post. The cause for the reported problem could not be determined. No device was received for evaluation. The device history records are intact, conforming and indicate manufacture to specification.